Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint of the pulley blocking the trocar when retrieving the instrument. Engineering also found scratches at the distal end of the main tube, approximately 0.53 in length. The evidence was inconclusive, but the damage was likely due to mishandling. The instrument pitch cable was also found derailed at the idler block pulley, inside the housing, resulting in the pitch cable being loose at the distal clevis hub. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure when retrieving the prograsp forceps instrument from the trocar, the pulley blocked the instrument. No patient harm, adverse outcome or injury was reported.